Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill bit stuck to the drill guide and was broken.

Manufacturer narrative:
During inspection of the returned 2.3 mm drill guide (inner diameter 1.9 mm) revealed that it is jammed with the returned 2.0 mm drill. The drill guide handle consists of two drill guides ¿ 2.3 mm drill guide marked with two green color rings and the 2.7 mm drill guide marked with two black color rings. The returned broken drill was marked with two black color rings and therefore the drill is only to be used in drill guides with two black color rings (2.7 mm drill guide) because stryker modules and components are color-coded and therefore only for use in accordance to each other and corresponding to the IFU. The root cause of the jammed /broken drill in the drill guide can be attributed to a user related issue. The fixed angle drill guide was used in wrong combination (color-coded system) with a drill (greater diameter than inner diameter of drill guide). No indications were found for any material, manufacturing or design related issue.